Manufacturer narrative:
The device has been explanted and has been returned to headquarters where it will be evaluated. When available, a device failure analysis will be submitted asa follow up report.

Manufacturer narrative:
Conclusion: based on the device investigation and the information received from the device, the root cause for failure seems to be related to damage of the conductive link; however this damage could not be identified during device investigation, as the device was received incomplete. Available parts are working within normal limits, and the damages found are attributable to the removal surgery. This is a final report

Event description:
The patient is bilaterally implanted with middle ear devices. The patient reported hearing unusual noise (like ants) on the left side.

Event description:
It was reported that the concerned device was explanted. No further info is available at this time.